Event description:
It was reported the device leaked at the disposable connection prior to use. No patient injury reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample received: one (1) sample was received in used conditions without original package. Visual inspection results: it was observed a cracking on luer lock adapter female, this cosmetic issue could cause leakage or another functional fail test. Functional test in sample provided: based on manufacturing procedure and failure mode reported, we performed a leakage test on sample provided, to verify if leakage can be confirmed which can be caused by cracking on luer connector detected previously in visual inspection. Results: based on the leak test results, the reported failure mode is confirmed. The cause of the reported problem was determined to be supplier item fault. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.